Event description:
It was reported that a vns pt underwent generator revision surgery as the generator had reached end of service. The explanted generator was returned to the MFR for analysis. Product analysis confirmed that the generator had reached normal end of service. However, analysis also revealed that the generator exhibited an out-of-limit (high) pulsing current which could potentially be a contributing factor to the end of service condition. The r35 resistor, which is a selectable value resistor, could have been more optimally chosen during manufacture of the generator. A lower value resistor would have more suitably centered the current within their limits. Using the lower r35 resistor value, the device met specifications.